Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined (B)(4).

Event description:
It was reported that an aspiration issue occurred. A spiroflex® vg angiojet® thrombectomy set was selected for a coronary thrombectomy procedure. During the procedure, the catheter was across the lesion and it wasn't aspirating. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.